Event description:
The customer contact reported low vacuum. The device was being used during an unspecified radiologic procedure to remove fluid from an unspecified location. After an unspecified length of time, low vacuum was noted. No specified event details were provided. There were no reported adverse pt effects and no reported delay of procedure critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.